Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros sodium (na+) result was obtained from a patient sample processed using vitros chemistry products na+ slides lot 4240-1057-9605 on a vitros 4600 chemistry system. The investigation could not determine a definitive assignable cause of the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4240-1057-9605. Based on historical quality control results, a vitros na+ lot 4240-1057-9605 performance issue is not a likely contributor to the event. A slide cartridge related issue is not a likely contributor of the event as the initial and repeat results from the vitros 4600 system were obtained from slides from the same reagent cartridge. However, an individual slide related issue could not be entirely ruled out. An instrument related issue is not a likely contributor of the event as diagnostic precision testing performed on the vitros 4600 chemistry system was within ortho acceptable guidelines. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as no information about pre-analytical sample preparation and handling was provided by the customer. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. (B)(4).

Event description:
The investigation determined that a non-reproducible, higher than expected vitros sodium (na+) result was obtained from a patient sample processed using vitros chemistry products na+ slides lot 4240-1057-9605 on a vitros 4600 chemistry system. Result of >250 mmol/l vs an expected result of 127 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected result was not reported outside of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).